Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim g4 pump user guide states: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. Device not returned.

Event description:
It was reported that the customer accidentally pressed "fill tubing" instead of "fill cannula", and filled their tubing while they were connected to the tubing. Customer disconnected from the tubing, but stated that they believe a few units of insulin were delivered before he could get disconnected. Reportedly, customer ate carbohydrates, and reported that blood glucose levels were not impacted.